Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus was received for product evaluation. The carrier tube assembly was returned along with a completely opened poly-foil pouch. No bypass tube was returned. No other accessory components were returned. Visual inspection revealed that there were two kinks on the carrier tube assembly. The deployment sleeve was found to be in the forward lock position. There was no deformation observed on the tip of the carrier tube and the anchor was completely exposed. The collagen had expanded as it was likely to exposed to blood. No other visual anomalies were noted. For dimensional testing, the overall length and width of the anchor were measured and found to be 0.406" and 0.078", the outer diameter of the anchor (round part) was measured and found to be 0.039''. All measurements were found to be within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the bypass tube was dislodged while opening the polyfoil pouch. Based on the complaint description, the user allegation of tip damage of the distal carrier tube is a manufacturing feature, not a defect. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that tip of the angio-seal device was not able to be inserted into the connecting part of it, the tip has an unknown issue. There was no other equipment used when deploying the angio-seal. The procedure was reported to be a success. Additional information was received on may 7, 2019. The procedure performed was a left leg angiogram. The sheath size used was a 7fr. A pre-deployment angiogram was not performed. The were unable to be used, as the only thing there was "a little plastic t"; therefore, insertion was not possible. They used a second angio-seal device for hemostasis with no issues. The patient was reported to be in stable condition.